Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas 6000 c501 module. Results for the following assays were affected: triglycerides, ldl cholesterol, creatinine, sodium (na), potassium (k), and chloride (cl). Patient (B)(6): the initial triglyceride result was 431 mg/dl, and the repeated result was 210 mg/dl. The initial ldl result was 50 mg/dl, and the repeated result was 103 mg/dl. Patient (B)(6): the initial creatinine result was 0.28 mg/dl, and the repeated result was 1.86 mg/dl. The initial na result was 88 mmol/l, and the repeated result was 141 mmol/l. The initial k result was 79.73 mmol/l, and the repeated result was 4.34 mmol/l. The initial cl result was 85.5 mmol/l, and the repeated result was 107.8 mmol/l.

Manufacturer narrative:
General reagent issues were excluded. The investigation found the issue was consistent with a leaking cell rinse tube, a blocked rinse nozzle, or a bent/misadjusted reagent probe. Due to the lack of information provided, the investigation could not identify a specific cause of the event.